Event description:
The complainant reported that the clinician was performing a dental procedure on a pt using a prima initial drill when the drill fractured (date of fracture unk). The complainant indicated that there was no pt intervention required as a result of the reported drill fracture.

Manufacturer narrative:
The device has not yet been returned for eval. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if the device is received for eval, and/or add'l info is received at a later date. (B)(4).